Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced tubing issue on (B)(6) 2025. The tubing was bending causing a white line due to bent. The patient later delivered inslun causing the blood glucose level to drop to 56. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. E1: patient city: (B)(4). Patient country: united states.